Event description:
The customer reported an over collection event on a rika collection procedure. The operator grabbed and scanned the wrong hct/weight card on a first-time donor. The plasma volume target was supposed to be 625 ml, but the actual target collected was instead 750 ml. The customer declined to provide further details concerning the reported event and the donor info/outcome. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the donor's height will be assumed to be 152cm, the average height for a female. The weight according to the information provided was 147lb. From this, based on nadler's formula, the donor had a starting tbv of 3640ml. 3640ml - 750ml = 2890ml (2890ml-3640ml)/3640ml *100 = -20.6% fluid balance further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per terumobct internal risk associated with hypovolemia for the rika plasma donation system, this complaint does not meet the requirements for reportability. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported an overcollection event on a rika collection procedure. The operator grabbed and scanned the wrong hct/weight card on a first-time donor. The plasma volume target was supposed to be 625 ml, but the actual target collected was instead 750 ml. The customer declined to provide further details concerning the reported event and the donor info/outcome. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported an overcollection event on a rika collection procedure. The operator grabbed and scanned the wrong hct/weight card on a first-time donor. The plasma volume target was supposed to be 625 ml, but the actual target collected was instead 750 ml. The customer declined to provide further details concerning the reported event and the donor info/outcome. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the donor's height will be assumed to be 152cm, the average height for a female. The weight according to the information provided was 147lb. From this, based on nadler's formula, the donor had a starting tbv of 3640ml. 3640ml - 750ml = 2890ml (2890ml-3640ml)/3640ml *100 = -20.6% fluid balance investigation is in process, a follow-up report will be provided.